Event description:
Initial hcg+ beta result of 1.1 mlu/ml. The sample was redrawn. Redraw sample recovered 419.8 mlu/ml. Both the original and redraw samples were rerun. The initial sample recovered 533.8 mlu/ml upon rerun. The redraw sample recovered 417.6 mlu/ml upon rerun. The initial hcg+ beta result was reported to the physician. The correct result is the higher result. No information provided to determine if results were used to guide therapy. The field service representative was unable to determine cause. The field service representative performed performance check tests which were within specification.